Event description:
Customer reported an unexpected negative result on a known anti-e sample tested with capture-r ready screen 4 (crrs 4) and capture-r ready ID (crrid) on galileo.

Manufacturer narrative:
Review of images: crrid lot id123: all wells were negative, only cell 6 was interpreted with ? And a raw result about 14,7 ; pos cntl was clearly positive. Crs4 lot k234: all wells were negative, pos cntl was clearly positive. Tested returned sample on in-house galileo using retention crss 4, lot k234, and retention crrid, lot id121. Returned sample resulted negative in both tests on the galileo. The reactivity of the e antigen was confirmed on retention crrs 4, lot k234 and retention crrid, lot id121. Tested returned sample by manually tube method using retention panocell-10: sample ID, cell, 4°c, rt, 37°c, ict; (B) (6), cell 2 (e / e), neg, neg, neg, neg, (B) (6), cell 3 (e / e), neg, neg, neg, -/+, (B) (6), (dtt treatment). Cell 3 (e / e), neg, neg, neg, -/+. The event appears to be related to the nature of the sample.